Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of "drawer 4 device not detected on bus" was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order#: (B)(4), the fse reported that there was a power outage earlier on site, and then the main drawer 4 was not functioning. The fse opened back panel door and noticed main smart half height drawer 1.2 blinking light and no pockets detected. The fse powered off device, manually removed all pockets from drawer and reinstalled row board cable. All tested successfully. Meanwhile, on full height drawer 4 none of the pockets were detected on bus, drawer had blinking light in the back but was not sensing any of the pockets even after removing and reinstalling them back. Powered off device and decided to replace drawer controller board with retractor band together with pyxibus module controller board, as precautionary measure. The fse reconnected all cables, rebooted station and ran test application once again. Reinstalled all pockets one at the time and all tested successfully. The report was closed. During dchu visual inspection: pn: 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn: 151903-01: the "pcba pmc v1.06/v0.09bl hh" was received with no signs of physical damage, fluid ingress or missing components. Pn: 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. During dchu testing: pn: 151622-01: was evaluated on an esd protected surface with a calibrated dmm and it passed during the resistance testing on components. A functional test was performed using dchu hta equipment and it passed with no intermittent behavior observed. Pn: 151903-01: was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on fuse f201. A functional test was performed using dchu hta equipment and it passed with no intermittent behavior observed. Pn: 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "drawer 4 device not detected on bus" was due to short between adjacent copper strands of the "assy retractor dwr hh cubie" (pn: 353844- 01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4 not detected on bus, which located on px11w01. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that thermal damage due to short between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.